Event description:
The arjo service technician reported that the e300 error code was displayed on the control panel of the citadel plus bed frame and the bed¿s backrest section moved up on its own. The issue was observed when the bed was quality control checked. There was no patient involvement, and no injury was sustained.

Manufacturer narrative:
The arjo representative was not able to duplicate the problem. No device malfunction was found. The occurrence of the e300 error code indicates that the control button was depressed for more than 90 seconds. According to citadel plus instruction for use (IFU 831.374.en) to clear the code it is needed to remove pressure from control buttons. If the error code is not clear, service is needed. Based on the review of previous complaints and the arjo technician's assumption, the possible root cause of the e300 error code occurrence is the button on the control panel being stuck in the activated position. It results in the bed platform's unintended movement. However, in the analysed case, there was no bed malfunction of the control panel found. It cannot be ruled out that the arjo service technician might unintentionally activate the button on the control panel. As the unintended movement was not recreated, none of the hypotheses could be confirmed. A lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. IFU states: ¿lock-outs for bed functions should be used at staff¿s discretion to prevent unintentional operation of bed.¿ to sum up, no device failure that could contribute to the alleged bed movement was found. Based on the collected information it was not possible to determine the exact root cause of the reported unintended movement. The arjo device failed to meet its performance specification since the bed moved without any command given. The bed was not in use by the patient when the issue occurred. The complaint was assessed as reportable due to the arjo representative's allegation that the bed moved unintentionally.